Manufacturer narrative:
Following technical issues, this event will be reported on (B)(4).

Event description:
Following technical issues, this event will be reported on 0001822565-2023-00301.

Manufacturer narrative:
(B)(4). Report source: portugal. The hospital the procedure occurred at was: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the tibial insert would not seat on the tibial tray. Another tibial insert was used to complete the procedure. No adverse events have been reported as a result of the malfunction.